Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. This device was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. This device was never in service. No adverse patient effects were reported. Additional information indicates that the lead had been very wedged as evidenced by large impedance number.